Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2012 to report that patient's cgm did not alert him of his hypoglycemic episode. Patient happened to be at his physician's office at the time and he was given orange juice, sugar tablets, tubes of gel and a cereal bar. All were administered within 15-30 minutes of each other. At the time of dexcom technical support's follow-up call to patient, patient seemed to be doing better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.